Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right ventricular lead exhibited intermittent non-sustained right ventricular oversensing episodes. Programming changes were discussed. No further information was available.